Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak on the stay safe pin of their cycler set during their pd treatment. The patient did not cancel treatment and continued use. The patient confirmed that the fluid leak was only from the stay safe pin. The patient reported not receiving any messages. It is unknown at which point in therapy the leak may have begun. The cause of the leak is unknown. The patient was advised to follow up with their peritoneal dialysis nurse (pdrn). It was reported that an alternate treatment option was available. Upon follow up, the pdrn confirmed that there were no further issues with the cycler or cycler sets. The pdrn stated that the patient was prescribed oral prophylactic antibiotics, drain bags cultured, and patient had an extension set changed out. The pdrn confirmed that despite the prophylactic antibiotics, there were no symptoms, adverse events, or injuries requiring medical intervention required as a result of the reported event. The patient completed treatment on the cycler before waking up to a wet bed from the leak. The patient has recovered from the event. The cycler set used by the patient was discarded and is not available for return for physical evaluation by the manufacturer.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak on the stay safe pin of their cycler set during their pd treatment. The patient did not cancel treatment and continued use. The patient confirmed that the fluid leak was only from the stay safe pin. The patient reported not receiving any messages. It is unknown at which point in therapy the leak may have begun. The cause of the leak is unknown. The patient was advised to follow up with their peritoneal dialysis nurse (pdrn). It was reported that an alternate treatment option was available. Upon follow up, the pdrn confirmed that there were no further issues with the cycler or cycler sets. The pdrn stated that the patient was prescribed oral prophylactic antibiotics, drain bags cultured, and patient had an extension set changed out. The pdrn confirmed that despite the prophylactic antibiotics, there were no symptoms, adverse events, or injuries requiring medical intervention required as a result of the reported event. The patient completed treatment on the cycler before waking up to a wet bed from the leak. The patient has recovered from the event. The cycler set used by the patient was discarded and is not available for return for physical evaluation by the manufacturer.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak on the stay safe pin of their cycler set during their pd treatment. The patient did not cancel treatment and continued use. The patient confirmed that the fluid leak was only from the stay safe pin. The patient reported not receiving any messages. It is unknown at which point in therapy the leak may have begun. The cause of the leak is unknown. The patient was advised to follow up with their peritoneal dialysis nurse (pdrn). It was reported that an alternate treatment option was available. Additional information was requested, however to date has not been provided.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.